Event description:
During a follow up call for a related report, the home patient (hp) reported to product surveillance that the transfer set had separated from the catheter during the previous therapy. The patient said that during troubleshooting for the related report, he thought he was advised to loosen the transfer set. The hp stated the transfer set separated and solution went all over him. The hp confirmed he had not notified his nurse. Product surveillance advised the patient to contact the nurse regarding the event. On (B)(6) 2010, product surveillance spoke with the home patient's (hp) wife. The wife stated that her husband was doing well and continuing with therapy. Product surveillance reminded the wife about proper procedures . The wife confirmed she understood proper procedures. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of a leak was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.